Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the on tuesday, the patient's device was at 2.23v and on the day of the report, it was showing end of service (eos)/device was off/disabled and no longer providing therapy. The caller asked why the battery depleted to 0v so fast. It was reviewed for the caller that eos occurs at 2.2v. It was stated that patient was at 6.7 and they started decreasing stimulation a little at a time and had patient down to 6.4. It was noted that when decreasing stimulation , the caller did not see an ill effect and at the moment the patient did not have any ill effects. It was mentioned that they had not seen a great deal of improvement in the patient's dystonia. It was reported that the patient's arms and wrists were up against their chest and the wrists are at 90 degrees, further mentioning that the patient's arms had been that was for a year and half now, and they wanted to know if the patient's arms were going to get worse now that the device was dead. Caller was redirected to follow up with the health care professional (hcp) regarding replacing the ins. It was noted that patient had an appointment to see the doctor on the 30th. Patient stated that they had left the manufacturer's representative (rep) two voicemails but had not heard back from them yet. No further patient complications were reported/ anticipated as a result of this event.

Event description:
Additional information received from the patient's husband indicating the end of service (eos) message was received on (B)(6) 2018. Patient has been scheduled for surgical replacement of the neurostimulation unit on (B)(6) 2018. It was stated that they had not noticed any undesirable conditions or clinical manifestations that were above and beyond the patient's stable state. No additional patient symptoms have been noticed since the eos message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.